Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate high readings of ¿12.2, 11.0, and 17.8 mmol/l¿ compared to feeling/normal reading. The complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. Based on her alleged elevated blood glucose readings, the patient¿s doctor started her on an insulin regimen and advised her to take 8 units of insulin. On (B)(6) 2014, the patient went to the hospital to learn how to correctly administer insulin. The patient reportedly started insulin therapy on that day. At 12:32 pm, the patient tested on the subject meter at ¿12.2 mmol/l.¿ the patient reportedly did not take any oral diabetes medication or insulin based on the reported meter reading of ¿12.2 mmol/l¿ at the time of concern. 30 minutes later, the patient had symptom described as ¿shaky¿ and tested on a nurse meter at ¿6.0 mmol/l.¿the patient reportedly did not require any hcp treatment for acute complication of diabetes. During troubleshooting, the patient verified the reported meter readings of ¿12.2 mmol/l¿ and ¿6.0 mmol/l¿ were not taken within the 30 minutes of each other. The unit of measurement was correctly set. The result was from an approved sample site. This complaint is being reported because the patient had symptom suggestive of hypoglycemia after the inaccurate issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (06/12/2014). The patient¿s meter has been returned on 06/06/2014 and evaluated on 06/11/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (06/17/2014). Device evaluation: lifescan received the test strips involved with this complaint and device evaluation was completed on 06/11/2014. The test strips involved with this complaint were evaluated, and the complaint was not confirmed. However, er4 was observed with control solution testing as a secondary issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.